Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 performed on (B)(6) 2021 on an unknown sample. Lab (B)(6) pcr confirmation testing was performed on (B)(6) 2021 using an unknown sample and generated negative results. The customer reported that the patient was isolated and the people around her were quarantined. The patient was delayed diagnosis and treatment for her unspecified condition. The customer confirmed there was no patient harm due to the test results.